Event description:
Following a sling procedure, the pt presented with an infection in the fatty tissue at the right abdominal incision site. The dr went back in and trimmed the tissue down to the rectus fascia, drained the site and obtained about 150cc of pus. He placed the pt on antibiotics prior to release. No further complications have been reported.